Event description:
It was reported that when the surgeon went to insert the mc poly into the final tibia, it wouldn¿t seat down. The surgeon noticed that the poly looked damaged on the medial ridge, however, they were not sure if that was damaged out of the package or not. Another poly was opened to complete the procedure. There was no surgical delay. The surgical technique was utilized. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown tibial component - unknown customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided picture identified a polyethylene articular surface. The provided picture shows possible compression on the outer rail of the implant, but the resolution of the picture prevents further analysis. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.